Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported that the remote transmission showed some oversensed events.

Event description:
It was reported that several asystole episodes (undersensing r-waves) were recorded since implant of the loop recorder. The patient denied any symptoms. The undersensing was possibly due to the new implant pocket. The device is still in use. No patient complications have been reported as a result of this event.